Event description:
It was reported that during an unknown procedure, there was leakage from seal cap. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) information was not provided by the affiliate. The analysis results found that the was returned in good visual condition; the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.